Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that patient had had sensitivity and pain with implant. Tooth 14 (universal). The implant was removed. The site was grafted with allograft and xenograft together with original implant placement.

Manufacturer narrative:
This report is being submitted to report additional information to 0001038806 -2022 -01178. Per information received from customer after follow up, this event does no longer meet the requirements of a reportable event. No further medwatch will be submitted for this event. The following sections are being reported: b5 describe event or problem. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
It was reported that this implant was removed due to loss of integration.